Manufacturer narrative:
Testing and investigation was unable to confirm the problem experienced by the customer. A new, unopened kit was received for evaluation . No used product was available for analysis. The product engineer evaluated the kit bt filling the syringe with fluid through the manifold. The manifold was de-bubbled with the fluid in the syringe and capped off. Excess pressure was applied to the syringe in order to detect leaks of any nature through all connections of the manifold. There were no leaks detected. The plunger was then withdrawn using excess pressure to determine if air leaked at the connection sites. There was no air observed leaking at the connection sites.

Event description:
Received general report of undocumented number of incidences of air entrainment via unknown entry of the manifold. Before cardiac catheterization, the physician primes the catheter and line well to ensure that no air remains in the system. During the procedure, air is noted to be entering either via the luer connector or the rotator connection of the manifold. Some bubbles noted to enter pt during fluoroscopy. No pt harm reported.